Event description:
Patient was receiving a continuous infusion of fentanyl. Throughout the night she had been requiring continued bolus doses of fentanyl and ativan to maintain sedation. Her state behavioral scale (sbs) score continued to be 0 to +1. Around 0530 I noticed that the fentanyl syringe was wet. Upon further examination I found that the syringe tubing was cracked. I replaced the tubing and gave the patient a fentanyl bolus. I then realized that the patient had been exhibiting signs of withdrawal: at 0515 she vomited and she has been having loose stools through the night, she has been yawning and her pupils are bigger than normal at 4 mm.and then when I tried to restart the fentanyl infusion the medication wouldn't infuse because the line was clotted and the infusion pump alarmed "pump motor alarm" or something. So I obtained a new IV pump and put the infusion through her peripheral IV. I discussed all these issues with nurse practitioner. The patient received additional fentanyl boluses once the medication was found to be infusing (patient's symptoms improving) and tissue plasminogen activator (tpa) was ordered to declot the line.this event could have been prevented by insuring that the IV tubing was not broken and noting the problem earlier. Also, I noted the signs of withdrawal but didn't think that my patient could be withdrawing while on a fentanyl drip.